Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device issue cannot be established as product analysis was unable to establish a probable root cause. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 was thoroughly analyzed. The pump component was visually and microscopically examined and tested for leaks; no damage was observed and the pump passed all tests performed. Visual and microscopic examination of the cylinders found both exhibited wear at folds in the cylinder bodies. The cylinder bodies also exhibited proximally located leaks determined to be the result of damage with a sharp instrument during explant; the cylinders were not pressure tested due to the identified leaks. Product analysis was unable to confirm the reported events. Labeling review: a review of the ams 700 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. Corrected information: type of reportable event

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) as it was not working properly. The existing device was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is not working properly. The patient will be scheduled for a revision procedure. The ipp remains implanted and no patient complications have been reported at this time.